Event description:
The facility reported to customer svc a pump with fail code 550 and no audio (failure to alarm as intended). It is unk when this event occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
The device has been received by baxter. When additional info becomes available, a follow-up report will be filed.